Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the ra lead was capped due to high thresholds that would not give appropriate safety margin. Intermittent loss of capture and lead not sensing was also noted. Previously in (B)(6) 2006 the lead was unipolarized due to need for lower impedance to save the battery longevity. No patient complications were reported as a result of this event.